Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(6).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he set his freedom driver down and it started alarming. Additionally, the driver beat rate changed from 137 bpm to 125 bpm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he set his freedom driver down and it started alarming. Additionally, the driver beat rate changed from 137 bpm to 125 bpm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released for use. Alarm history and patient data file review found one new alarm recorded in the driver's data file related to secondary motor engagement. However, as the secondary motor was found in the default position, there is no evidence of secondary motor engagement. The fault alarm was likely produced at syncardia during the investigation. Visual inspection of external components found damage to the front housing and a missing rubber foot. Cosmetic damage is unrelated to customer complaint. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing was performed in an attempt to replicate the customer reported fault alarm. A 48-hour observation run was performed, no alarms were produced. A second test was performed to try to replicate the customer reported beat rate drop, however, customer complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The complaint was not replicated during testing; the root cause of the unresolvable fault alarm and beat rate drop was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact.